Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was incarcerated left upper quadrant incisional hernia. The procedure performed was a laparoscopic incarcerated incisional hernia repair with placement of mesh. The patient has had a surgical revision and chronic pain.